Event description:
It was reported that the patient had visited their health care provider (hcp) due to hyperglycemia. The patient's blood glucose levels reached 320 mg/dl while wearing the pod between 4 and 24 hours. Symptoms include nausea and dizziness. The patient was prescribed zofran, (4 mg) to be taken every 4 hours as needed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.